Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control printed and monitoring circuit boards (pcbs) to resolve the issue and sent back the control pcb only for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e., how to regulate the inspiratory and expiratory gas flow. Includes a memory backup battery. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced with the returned control pcb at the manufacturer site, making it impossible to confirm whether the control pcb was defective. Furthermore, the monitoring pcb was not returned for investigation, and as a result, its potential fault could not be confirmed either.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.